Event description:
Playtex tampons left cotton fibers behind, inside body, had to be taken out (this can cause toxic shock syndrome). Playtex sport tampons used. Tampon fibers separated from tampon and were left inside body. This is dangerous. Called playtex, they should be sending a prepaid tag to return product. Why was the person using the product: period. Did the problem stop after the person reduced the dose or stopped taking or using the product: yes.